Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. After a 6f 3cm non-boston scientific (bsc) guide catheter was engaged, a 2.50 x 38 synergy drug-eluting stent (des) was advanced for treatment. However, the device could not track on the guidewire and the stent struts got damaged during advancement. The device was removed from the patient intact. A synergy 2.75 x 38 mm des advanced and completed the procedure successfully. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge within maximum crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device could be loaded onto a guidewire without issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. After a 6f 3cm non-boston scientific (bsc) guide catheter was engaged, a 2.50 x 38 synergy drug-eluting stent (des) was advanced for treatment. However, the device could not track on the guidewire and the stent struts got damaged during advancement. The device was removed from the patient intact. A synergy 2.75 x 38 mm des advanced and completed the procedure successfully. No patient complications were reported.